Event description:
It was reported that the patient presented in the ER in backup vvi. Patient received inappropriate hv therapy while walking up the stairs. A device download was performed successfully. Device was reset and patient was given a home monitor. Patient is well.

Event description:
New information received notes that the patient presented in the ER with palpitations. The device was found to be in backup vvi mode. A device download was performed successfully. Patient is well.